Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jul-2024. The most recent information was received on 11-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual periods") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), tendonitis ("chronic tendinitis"), anaemia ("severe anaemia with iron infusions") and tendon rupture ("ruptured tendons and operation"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (hysterectomy and operation (B)(6) 2024) and non-drug therapy (iron infusion). At the time of the report, the outcomes for heavy menstrual bleeding, asthenia, arthralgia, tendonitis and tendon rupture were unknown. No causality assessment was received for essure with regard to asthenia, heavy menstrual bleeding, arthralgia, tendonitis, anaemia or tendon rupture. The reporter commented: period of occurrence: since the insertion of the essure in 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual periods") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), asthenia ("asthenia") and tendonitis ("chronic tendinitis"). On unknown date she experienced arthralgia ("joint pain"), anaemia ("severe anemia with iron infusions") and tendon rupture ("ruptured tendons and operation "). The patient was treated with surgery (hysterectomy and operation on (B)(6) 2024 ) and non-drug therapy (iron infusion). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for heavy menstrual bleeding, asthenia, arthralgia, tendonitis and tendon rupture were unknown. No causality assessment was received for essure with regard to asthenia, heavy menstrual bleeding, arthralgia, tendonitis, anaemia or tendon rupture. The reporter commented: period of occurrence: since the insertion of the essure in 2014. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.